Manufacturer narrative:
The issue as described by the customer could not be reproduced. However, varian investigation indicates that this issue is related to an adverse event previously reported as MDR #2914292-2006-00012, where a user can accidentally select a parameter such as gantry rotation that does not match the prescribed parameter. A medical device correction was implemented to address this issue for all affected customers as a result of the original issue.

Event description:
It was reported that the customer had planned a radiotherapy arc treatment in a 180 to 60 degree clock-wise direction (iec scale). When attempting to start the treatment, the operator received an "error". The operator then used the "edit plan" selection button, "resolved the error" and restarted the treatment. The treatment now had moved from 180 to 60 degrees but counter-clockwise. The operator reported, that the direction had not ben changed during the troubleshooting process. After the operator recognized the treatment parameters were incorrect, the operator reset the treatment plan. After restarting, the gantry angle was noticed to have changed. The customer is dissatisfied with the inconsistency of the equipment. According to the report, the pt was not harmed.